Event description:
Consumer also experienced a lot of pain and had to go to the clinic like three times and multiple follow ups are anticipated because of a bandage that tore off his good skin around the wound. There was no information provided regarding specific intervention.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional information: b5: consumer also experienced a lot of pain and had to go to the clinic like three times and multiple follow ups are anticipated because of a bandage that tore off his good skin around the wound. There was no information provided regarding specific intervention. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on april 12, 2016. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. UDI #: (B)(4), upc #: 381371155675, lot #: 1036b, expiration date: na. Device is not expected to be returned for manufacturer review/ investigation. Device evaluation/ investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A spouse called in an event concerning her husband regarding band aid tough strips. Consumer stated that her husband used the product on (B)(6) 2021 to cover a wound. The husband wore the bandage for 24 hours and when he went to remove the bandage it tore off his skin. The husband was bleeding and experienced pain and suffering. It was alleged that the husband goes back to the hospital everyday. There was no additional information provided at this time and no information was disclosed regarding treatment received at hospital.